Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was patient not getting good coverage. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.